Event description:
Crrt cartridge blue lumen tip broke off. The cartridge was just primed and ready to be connected to patient's dialysis catheter. When the blue port was disconnected from the saline bag port broke it in half. The blue port was unusable.